Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received damp in its original product packaging. There was no evidence of damage to the outer packaging. The shipping temperature indicator, possibly provided by the distribution center, was received activated. The original packaging temperature indicator was not returned. The safety seal on the returned jar was received broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. Upon opening the jar, remnants of gasket material were stuck along the rim of the jar on approximately half of its circumference. Small white particulates were noted along the jar threads. Particulates appear to be from the gasket. Crystallized, dried glutaraldehyde was noted on the shoulder and threads of the jar. During visual inspection, small white particulates were observed inside the jar, on the inner diameter of the jar and in the solution inside the jar. Particulates appear to be from the gasket. The gasket showed pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. Small white particulates were observed on the lid threads and between the gasket and lid. Note: white particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received damp in its original product packaging. There was no evidence of damage to the outer packaging. The shipping temperature indicator, possibly provided by the distribution center, was received activated. The original packaging temperature indicator was not returned. The safety seal on the returned jar was received broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. Upon opening the jar, remnants of gasket material were stuck along the rim of the jar on approximately half of its circumference. Small white particulates were noted along the jar threads. Particulates appear to be from the gasket. Crystallized, dried glutaraldehyde was noted on the shoulder and threads of the jar. During visual inspection, small white particulates were observed inside the jar, on the inner diameter of the jar and in the solution inside the jar. Particulates appear to be from the gasket. The gasket showed pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. Small white particulates were observed on the lid threads and between the gasket and lid. Note: white particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the valve glass jar lid that was difficult to open, and particles from the sealing ring dropped into the glass container. The device was never implanted.